Event description:
I started back using it; when I woke up on tuesday my lips were burned. They will run the test tomorrow morning at neighborhood clinic. This is (B)(6); I have attached the form. I also have pictures of my mouth; in case you need proof. Let me know if you need more information.